Event description:
Caller states that the following results were obtained on a second patient with the inform system within 10 minutes: hi (greater than 600 mg/dl) (inform system 1) and 125 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with a1 patient identifier (B)(6) for the inform system 1.